Event description:
A 3.5mm diameter x 18mm length ave micro stent ii was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back, and the stent dislodged from the stent delivery system at the femoral sheath. The physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and discarded. There were no further procedures attempted, and there was no add'l clinical sequelae reported relative to the event.